Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's monitor was not powering up fully. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon evaluation the monitor was intermittently powering up. The cause for the intermittent power-ups was isolated to a corroded j502 connector. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the corroded connector. The pt received a replacement monitor.